Event description:
It was reported that while unpacking the liberte monorail stent delivery system for use during an angioplasty procedure, the delivery system became damaged. While removing the liberte monorial stent delivery system from the packaging and removing the protective wire, the catheter separated. No pt complications were reported.